Event description:
A customer contacted stryker to report that their device had experienced an unexpected loss of power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Third party service agent performed initial evaluation of the device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
At this time, the customer has not agreed to send in the device for repair so the root cause of the reported issues could not be determined.

Event description:
A customer contacted stryker to report that their device had experienced an unexpected loss of power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There were no reports of patient use associated with the reported event.